Event description:
Guidewire broke in two pieces during procedure.

Manufacturer narrative:
The customer reported "intraoperatively, surgeon was using 0.9mm guide wire during the procedure and the guide wire broke into two pieces. Both pieces were retrieved, and the length were compared against another similar piece. Or manager was informed. The broken guide wire was taken out of the sterile field and labeled and given to or manager". No additional information was provided by the customer despite multiple good faith efforts. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.